Event description:
Customer called to report low blood glucose. Blood glucose reading had been between 40 and 50 mg/dl for the past few days. The customer had treated with glucose tablets. Troubleshooting was performed. No anomalies were noted. Advised to monitor the insulin pump and call back if the issue persists. Changed the basal rate as requested by the customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.